Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available at the time and planned to contact healthcare provider, while technical support arranged replacement pump.